Event description:
It was reported that the customer was hospitalized. It was stated that her vision was deteriorated and blood glucose and pressure was going high with nausea and vomiting. Customer went to the hospital to evaluate the loss of vision. Customer was wearing the insulin pump at the time of hospitalization. Blood glucose value at the time of admission was 184 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.